Manufacturer narrative:
The 2nd and 3rd repeat results were obtained using gluc3 reagent lot number 822380. The expiration dates of both gluc3 reagent lot numbers 809710 and 822380 were not provided. The cobas pure c303 analytical unit serial number was (B)(6) . The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 (gluc3) assay on a cobas pure c303 analytical unit. Initial result: 0.0122 mmol/l (accompanied by a data flag). 1st repeat result: -0.00323 mmol/l (accompanied by a data flag). The sample was then repeated on a different cobas pure instrument at the same facility using a different lot number. The 2nd and 3rd repeat results were both 0.00673 mmol/l (accompanied by data flags). The customer suspected an interference with the applied treatment.

Manufacturer narrative:
The investigation excluded a reagent/instrument issue, as the result was repeatable on two different analyzers. The investigation excluded the interference of an exogenous substance based on the application report. The patient was terminally ill with acute myeloid leukemia (aml) after the start of the thirteenth chemotherapy cycle and was transferred to the intensive care unit (iu). The investigation determined the event was consistent with the patient's complex and critical medical state. The investigation did not identify a product problem.